Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is relationship of the device to the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported unit alarms low leak rebreathing risk and will not pass test 5 of pvt (performance verification test). No patient/user harm reported. This issue was discovered during performance verification testing.